Event description:
The customer reported that their device would not complete a defibrillation charge cycle. This would prohibit the device from being able to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that one of the pins within the therapy connector assembly was broken but it could not be confirmed that the broken pin was related to the failure to charge. The customer also indicated that the main keypad assembly was damaged. Physio-control provided the customer with the information needed to replace the main keypad and therapy connector assemblies. Numerous attempts to contact the customer regarding the resolution of the reported issue have been unsuccessful and no response appears to be forthcoming. The cause of the reported issue could not be determined. The device has not been returned to physio-control for evaluation.